Event description:
The reporter stated a doctor installed an insulin pump device on a pregnant patient. This pump was from a deceased patient, that was returned to the doctor, and the doctor made the decision without consulting roche to place the pump on the patient. The patient was hospitalized because she did not know how to use the pump because she was not trained by roche personnel. The patient had a blood glucose result of 34 mg/dl when she arrived at the hospital. She was stabilized when they removed the pump. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.